Event description:
Same case as 6000089-2004-00909. During a coronary drug eluting stenting treatment procedure, a perforation occurred. The lesion being treated was located in the 90% stenosed mid to distal left anterior descending artery (lad). The lesion was pre-dilated with a crosssail 2.5 x 20 mm balloon, inflated to 10 atms. The physician implanted a taxus express2 2.5 x 24 mm drug eluting stent and a taxus express2 2.5 x 16 mm stent overlapping the first stent. A small perforation was noted at the overlap site. The perforation was treated by inflating the balloon of the taxus 2.5 x 16 mm stent to 6 atms for five minutes which was repeated three times. After a 30 minute wait, an angiogram confirmed the perforation had been sealed off. Angiomax was started pre procedure and discontinued after the perforation was noted. Plavix 75 mg was given post procedure. The pt's condition is reported as good.